Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited corrosion on the adhesive of the bending section cover (a-rubber). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the suggested event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.